Event description:
It was reported that the patient alert triggered due to high impedance on the right ventricular lead. The lead was explanted and replaced. It was reported that during the implant procedure there was dislodgement on the left ventricular lead. The left ventricular lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.